Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was broken after being uploaded during lc laparoscopic cholecystectomy.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73c1800617 was manufactured on 03/27/2018 a total of 18,312 pieces. Lot was released on 04/06/2018. DHR investigation did not show issues related to complaint the customer returned one loose clip from product 544243 hemolok l clips 3/cart 42/box for investigation. The clip cartridge was not returned. The returned clip was visually examined with and without magnification. Visual examination of the returned clip revealed that it was returned broken into two pieces near the hinge. It appears that the clip broke at the gate (point of injection). The returned clip appears used as there is biological material present on the clip. The clip breaking at the gate location is indicative of a molding defect that caused the clip to be weak. S scar has been previously opened to further investigate this issue. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken" was confirmed based upon the sample received. One loose clip was returned, broken into two pieces near the hinge. It appears that the clip broke at the gate (point of injection) which is indicative of a molding defect that caused the clip to be weak. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue.

Event description:
It was reported that the clip was broken after being uploaded during lc laparoscopic cholecystectomy.